Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported keypad anomaly and pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed), lost battery connection. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for button issue and the pump has not been exposed to moisture. Troubleshooting was performed for pump error and the pump has not been exposed to altitude change. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Product return is required for mmt-1884.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest. No unexpected battery/power related alerts/alarms, failed batt test alarms, reset anomalies, or lost battery messages noted during testing. Successfully downloaded history files and traces using thump. No unexpected battery/power alerts/alarms in the history files on or 7 days before the event date. The power management graph was in spec. Pump error 38 alarms on 06/15/2025 15:08:17.000, 06/15/2025 15:24:17.000, 06/15/2025 15:25:17.000, 06/15/2025 15:58:28.000, 06/15/2025 16:02:22.000, and 06/15/2025 19:26:42.000. Failed batt test alarms on 06/15/2025 15:08:42.000 and 06/15/2025 15:09:04.000 were noted in the history file. The p-cap locks properly into the reservoir compartment. All buttons functioned properly, no moisture or physical damage to the keypad assembly, and the j1 connector was locked properly on pcba 1 noted. The pump was cut open and no moisture or physical damage was noted during visual inspection. Swapped the original motor with a test motor and the test motor functioned properly with the original electronics. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, keypad overlay texture damage, faded serial number label, and scratched case. Pump error 38 alarm due to faulty motor assembly. Failed batt test alarms, lost battery messages, reset anomalies, and unresponsive button during analysis were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.